Event description:
Pt presented to facility for failed right total hip replacement, revision of the right hip replacement by removal of components and replacement with a cemented long-stemmed femur and uncemented acetabulum. Right hip replacement done on 2/6/89 at another facility.